Manufacturer narrative:
(B)(4). The site has indicated that the incident sample will not be returned for evaluation. If add'l info pertinent to the incident is obtained, a follow-up report will be submitted.

Event description:
The customer reported that while attempting to seal tissue during a miles surgery, the knife blade of the device jammed and protruded from the jaws, preventing the jaws from closing. Another device was opened and used to continue the surgery. There was no injury to the patient.